Manufacturer narrative:
Additional information: e1. Device analysis: the returned device was analyzed and the reported allegations of hole in tubing was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly that began 2 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the procedure diagnostic testing was performed finding the pump connection tube was broken. The patient was getting better following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of hole in tubing was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly that began 2 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the procedure diagnostic testing was performed finding the pump connection tube was broken. The patient was getting better following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly that began 2 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the procedure diagnostic testing was performed finding the pump connection tube was broken. The patient was getting better following the procedure.